Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, the initial reporter's name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) required maintenance. The issue was found during installation of new machine. There was no patient involvement.

Manufacturer narrative:
Corrected fields : d5 , e2 , e3 , e4 , e1 ( event site mail ), g2. Updated fields: b4, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint:pn 0670-00-1182 ,pn 0670-00-0770 parts were received with a reported failure of a "maintenance required message." The fat performed a visual inspection and found the part to be in good condition. The fat installed the boards individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No message appeared after testing. No failures confirmed on the parts.retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the iabp machine and found that the machine notified iabp may require maintenance. The fse replaced the video generator board and the executive processor board. After replacing the board, update the sw to version d.01. Check the machine. It can run and be used normally.

Event description:
N/a